Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the preclose technique was not used for a sheath greater than 8f. It should be noted that the perclose proglide instructions for use, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The patient was sent to surgery for removal of the device (via snare), cut down, angioplasty and surgical suturing. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using two proglide devices after a pci with emergent impella procedure using a 14f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. A second proglide device was deployed. The lever was returned to its original position and the foot retracted prior to device removal; however, resistance was felt during removal and the black sheath separated from the device. The separated sheath was snared from the contralateral side. The patient was sent to surgery. No additional information was provided.